Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cannula from a cleo 90 infusion set had broken off under the skin. An intervention had been required. The operator of the device was the lay user or patient.